Event description:
Pt found pulseless with no respiratory effort. A code blue was called. The ER physician in attendance placed leads from defibrillator, pt diaphoretic also hairy chest; had to tape leads. But no rhythm seen (static on screen). Had to get second defibrillator which worked; rhythm seen & code was continued.